Event description:
The user facility reported that the tr band was placed on patient in normal fashion. The sheath was pulled, and hemostasis was achieved. The patient was transferred to stretcher, the staff then noticed blood leaking from site. A new tr band was applied, and the same thing happened. Another tr band was placed, and it worked. There were no issues for the patient. The estimated blood loss was less than 250cc. The procedure performed was a heart catheterization. Additional information was received on 23may2025: approximately 15mls of air were injected in each tr band. Then approximately five to six minutes after filling each tr band per protocol blood leakage was noted at the entry site. They confirmed that the tr band balloons lost air and deflated. There was no damage noted to either device. The patient was confirmed to be stable with no issues as a result of the event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device used in the case, for the first device used in the case see MDR 1118880-2025-00078 which is referenced in section h10.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 10.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per (B)(4) rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing and did not leak during testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter. The exact root cause cannot be determined. A nonconformance was initiated for this issue. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).